Event description:
As reported via (B)(4), a patient experienced periprocedural myocardial infarction post index procedure based on the adjudication minutes. At the time of the index procedure, the first target lesion treated was the proximal lad. The indication for the procedure was unstable angina pectoris. The lesion was described as 12mm in length, class b1, calcified, and de novo with 98% stenosis. The reference vessel was 2.75mm in diameter and bifurcated with a side branch >= 2.5mm. The lesion was pre-dilated with a voyager balloon and a cxs18275 was deployed at 14atm. The second target lesion treated was the 1st diagonal. The lesion was described as 20mm in length, class b1, calcified, and de novo with 90% stenosis. The reference vessel was 2.25mm in diameter and bifurcated. The lesion was pre-dilated with a firestar balloon and a cxs23225 was deployed at 9atm. Because the initial stent did not fully cover the lesion, the third target lesion treated was the mid lad. The lesion was described as 14mm in length, class b1, calcified, and de novo with 70% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a durastar balloon and a cxs18250 was deployed at 12atm overlapping the initial stent. Post-procedure stenosis was 0%. It was reported that the patient's troponin t was elevated at 0.04 (0.01 unl) 16-24 hours post index procedure and 0.07 (0.01 unl) at discharge which was diagnosed as myocardial infarction (periprocedural) based on the adjudication minutes. There were no device delivery problems.

Manufacturer narrative:
Concomitant medications included aspirin, ace inhibitors, atenolol, bivalirudin, clopidogrel, eptifibatide, fenofibrate, hmg coa reductase inhibitors, lisinopril, omega 3, prilosec, and simvastatin. Complaint conclusion: the complaint received states that this (B)(6) patient had a peri-procedural mi at the time of the index procedure. This is a (B)(6) male with medical history including mi with pci in 1995, dyslipidemia, hypertension, pvd and former smoker. The indication for the index procedure was angina. Angiography revealed a 98% stenosis in the proximal lad, a 90% stenosis in the 1st diagonal and a 70% stenosis in the mid lad. The index procedure was performed in (B)(6) 2009 to treat three target lesions. The first lesion treated was the proximal lad. One cypher stent was successfully implanted and the site reported 0% residual stenosis, no dissection and timi 3 flow. The second lesion treated was in the 1st diagonal. One cypher stent was successfully implanted and the site reported 0% residual stenosis, no dissection and timi 3 flow. The third lesion treated was in the mid lad. One cypher stent was successfully implanted and the site reported 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 75, the ckmb was 1.6 and the troponin was 0.01. Post procedure the ck was 70, the ckmb was 3.0 and the troponin was 0.01. The following day the ck was 84, the ckmb was 5.4 and the troponin was 0.04. The last set of enzymes drawn the day after the index procedure revealed a troponin of 0.07, the ck and ckmb were not drawn. The core ECG lab report is unavailable. The site responded after inquiry with "reviewed by pi. No peri-proc mi" the post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15026255 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00119, 3003742446-2012-00120, and 3003742446-2012-00121.